Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a farawave nav catheter was selected for use. During pulmonary vein isolation (pvi) procedure, a total of approximately 50 electrical pulse applications were delivered. No device malfunctions or performance issues were noted during the procedure. Following completion of the procedure and prior to discharge, the patient presented with symptoms consistent with a cerebral infarction. Magnetic resonance imaging (MRI) identified findings suggestive of micro-thrombi or the presence of air in the brain. The patient was placed under observation for further evaluation. The patient developed residual neurological deficits, including inability to properly move the fingertips of the left hand, resulting in difficulty performing fine motor tasks. At the time of reporting, no additional information regarding further treatment or patient outcome has been provided.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.